Event description:
It was reported that the customer's insulin pump was exposed to moisture when it became submerged in water. Customer's blood glucose level was 476 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage keypad trace. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).